Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result for a patient. There was no patient information at the time of this report. Return product is available. Method: I-stat, specimen: wb, date: (B)(6) 2017, time: 16:02, result: 1.59 ug/l; I-stat, wb, (B)(6) 2017, 16:18, 0.05 ug/l. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. After several attempts to obtain information, the reporting decision was based on limited information available. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 03/01/2018. A review of the device history record confirmed that the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot l17247.